Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of these events could not be determined however, based on the results of the investigation, it is likely that one of the following led to the malfunction: a) failure of the image sensor unit, or defect of the inner board of the video connector or the system. During a follow - up with the user facility, it was confirmed that: the event occurred on september 20, 2022. The device was inspected prior to use, in which the product issue was discovered. The intended procedure was completed with a similar device ltf-s190-5/ sn: (B)(6) with no delays reported. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was noise on the image and display black out, accompanied by communication error e218 due to a damaged imaging unit and video connector board. It was also observed that the curved rubber adhesive was missing due to chemical or physical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had vertical lines in the images and experienced black out after reinsertion. There was no patient/user harm or injury reported due to the event.